Manufacturer narrative:
Based on the claim against the product by the customer noting exposed wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have thermal damage on the distal clevis. The instrument passed electric continuity. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument delivered energy without any issues on 3 of 3 attempts. Inspection of the silicone potting and conductor wire weld to hook/spat base was performed by cutting distal clevis and removing the conductor cap. The conductor wire was not broken and was still attached to the yaw pulley. The conductor wire had insulation damage and the wire was exposed. The complaint regarding exposed wire was confirmed by failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical cholecystectomy procedure, the permanent cautery hook had an exposed wire. The procedure was with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.